Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed.

Event description:
Customer reported receiving an error message and add'l icons on her unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. Additionally, the customer reported taking "more insulin than (she) normally would based on reading of 84". She reported symptoms including: "very dizzy/drowsy". To treat her symptoms, she reportedly "had a glass of v8 juice, a piece of cheese and a piece of candy". Customer did not receive a diagnosis or require third-party medical assistance.